Event description:
According to the reporter: occurred during a left and right inguinal hernia repair procedure. The surgeon attempted to use the device, but the valve was defecting and unable to be used. The device malfunctioned, did not do what it was supposed to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.